Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (will not power on / stuck on splash screen) was evaluated and could not be duplicated. Upon investigation the monitor powered on normally. The monitor ECG acquisition and pulse delivery circuitry were tested and found to be fully functional. Patient protection was not affected. Upon further investigation, there was liquid contamination throughout the monitor, which may have contributed to the reported problem. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power up.